Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic event while teaching a class. He was starting to sweat a lot and had to leave his class to walk to a drugstore and treat himself with a soda. While walking outside, pt fell on his cgm receiver, rendering the screen unreadable. While drinking soda and starting to stabilize, paramedics arrived. Pt declined treatment and went back to resume his class. At the time of his initial report to dexcom technical support, pt reports that he was feeling fine.